Event description:
It was reported that this right atrial (ra) lead exhibited undersensing as noted on stored electrogram (egm) number which resulted in false termination of at/af detection. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
This is report is being filed as per FDA request to correct the d2 field: product code.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing as noted on stored electrogram (egm) number which resulted in false termination of at/af detection. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.